Event description:
It was reported that the device would not power on with a known good battery. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and a repair option. The customer declined physio's repair offer and removed it from service. The cause for the reported malfunction could not be determined.